Event description:
It was found through a periodic review of the programming history database that the generator showed a high impedance and was resolved the same day, however it is unknown if this was the date of implant as no information for this patient is known. No surgical intervention has been reported to date. No additional relevant information has been received to date.